Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error after a battery change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was programmed before the alarm; the customer was advised tha the temp basal may have stopped. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The alarm was also recurring during normal use. The insulin pump was returned and replaced.